Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery. The cause for the failure was isolated to contaminated battery board and a corrupted u13 cmos flash microcontroller on the bedside pca. The root cause for the contamination was ingress of an unknown liquid. The root cause for the corrupted u13 microcontroller could not be positively identified. No adverse event resulted from the defective battery charger/modem.